Event description:
It was reported by service report that the scale wouldn't zero, causing inaccurate information on the scale. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.